Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator interface pcb was evaluated and replaced. The system interface pcb was also evaluated, cleaned and reseated during the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an error. Further information was received from the customer indicating that the error resulted in a system lock up. No patient serious injury or death was reported related to this event.